Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the vibratory alert was no longer functioning. The patient recently underwent radiotherapy which was the suspected cause of the event. The patient was enrolled in merlin.net and the device remains implanted.